Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user consumed bread and did not perform a meal announcement while using the ilet bionic pancreas, after which blood glucose rose to 389 mg/dl and remained above 180 mg/dl for about one hour; tubing and infusion setup were checked and found in order, cgm values later trended down toward range, and education was provided on long-acting carbohydrates and the need to announce meals. Symptoms included hyperglycemia. Outcomes included no hospitalization, no professional medical intervention, no back-up therapy, and no ketone testing. Investigation included customer interview and device setup verification. Investigation of this case revealed no device malfunction, with user-related missed meal announcement identified as the contributing factor and no component issues observed. It was concluded, based on previously established findings for similar reports, that the cause was user-related operational error due to a missed meal announcement.